Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and mildly calcified distal right coronary artery to the atrioventricular branch. After pre-dilatation was performed for several times with a 2.5mm balloon catheter, a 3.00 x 32 synergy drug-eluting stent was advanced but failed to cross the area before reaching the bifurcation in the atrioventricular branch. The device was removed from the patient and upon checking, the first half part of the stent strut was found to be lifted up. Subsequently, additional dilatation was performed and the procedure was completed with a 3.00 x 38 synergy drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and mildly calcified distal right coronary artery to the atrioventricular branch. After pre-dilatation was performed for several times with a 2.5mm balloon catheter, a 3.00 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the area before reaching the bifurcation in the atrioventricular branch. The device was removed from the patient and upon checking, the first half part of the stent strut was found to be lifted up. Subsequently, additional dilatation was performed and the procedure was completed with a 3.00 x 38 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.